Event description:
Manufacturer reference number: 2017865-2021-32266. Manufacturer reference number: 2017865-2021-32267. Manufacturer reference number: 2017865-2021-32269. Manufacturer reference number: 2017865-2021-32272. It was reported that the patient developed an infection. The entire system including device and leads were extracted. The patient was stable.